Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient did not think the ins was working at all and that they were experiencing chronic headaches and neck pain. In the past they would get a 'shock' and feel stimulation go down their right or left arm when moving their neck around or bending over but now they don't feel that. The patient was at 0.1 ma during the call and increase to 0.9 where they felt stimulation. The patient stated that recently the amplitude has been changing to 0.1 by itself. Adaptive sitm was not enabled. The patient noted that during an unrelated knee replacement surgery, the ins moved while getting in and out of bed. The patient was redirected to their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. When asked if the cause of the stimulation amplitude changing on its own was determined the patient reported "yes and not staying charged". The patient had x-rays and noted that their doctor seemed to think it would be fine. It was still sore to the touch. No further complications reported.